Manufacturer narrative:
The downloaded data shows that an 0x6a occlusion alarm was generated during the device's run. During investigation, the device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the occlusion alarm that was present in the original data. No other damages or defects were found that would contribute to a failure to deliver insulin. The 0x6a alarm generated during the run alerted the customer that they needed to change the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with high blood (bg) glucose values that were not specified. For treatment, the patient was given a intravenous (IV) of unknown medication. The ketones were positive.